Event description:
The patient reported that the tape was not sticking on (B)(6) 2026 as the infusion set was tangled and stuck to the previous infusion set during a change.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).